Event description:
It was reported that the patient has high impedance. Patient had increase in seizures. Ap chest and neck x-rays were received and reviewed. The generator placement was determined to be in the upper left chest. Due to the poor image quality it cannot be confirmed if the lead pin is fully inserted. The strain relief and placement of tie-downs cannot be determined also due to image quality. The lead was visualized in the chest and neck. The lead could be visualized to be placed behind the generator. The lead was assessed for fracture and discontinuities on the visible portions of the lead however none were noted. The image does show a set of previous electrodes still present on the nerve in addition to the current lead. The presence of fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. In the operating and leads were unable to be replaced due to lack of space on the vagus nerve for electrode. Test resistor showed good impedance with the generator; therefore diagnostics indicative of lead issue. The generator was placed with the previous leads and disabled (0 ma) to avoid any adverse effects.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.